Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt, in the moderately calcified and moderately tortuous unspecified vessel. A 7.0mmx40mmx135cm sterling¿ balloon catheter was advanced for dilatation. The balloon was initially inflated at 14 atmospheres. During the second inflation, the balloon ruptured at 14 atmospheres after being inflated for 20 seconds. The device was completely removed from the patient. The procedure was not completed as same device was unavailable. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a sterling balloon catheter with no other devices. There was blood in the inflation and wire lumen. Microscopic examination of the balloon presented no irregularities in the balloon material. Microscopic examination presented no irregularities that could have contributed to the damage. No proximal weld damage was found. Functional testing was performed by attaching an inflation device filled with water to the device. As the device was pressurized water leaked from the tip. Microscopic inspection of the wire lumen identified a hole in the inner shaft 2mm from the distal edge of the distal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt, in the moderately calcified and moderately tortuous unspecified vessel. A 7.0mmx40mmx135cm sterling¿ balloon catheter was advanced for dilatation. The balloon was initially inflated at 14 atmospheres. During the second inflation, the balloon ruptured at 14 atmospheres after being inflated for 20 seconds. The device was completely removed from the patient. The procedure was not completed as same device was unavailable. No patient complications were reported and the patient's status was good.